Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25 mm bioprosthetic pericardial aortic valve, implanted for approximately two (2) years and three (3) months, underwent a valve-in-valve procedure due to wide open aortic insufficiency. The tavr was performed with a 26 mm edwards transcatheter heart valve and was reported as "uneventful tavr procedure performed under conscious sedation with no pv leak or complications.